Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber broke. It was noted that it burned inside of instrument but not inside the patient, and physician was not harmed. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found no defects. However, measuring the fiber found that it measured 216 cm. During the microscopic analysis, it was observed that the tip was degraded. The connector had no defects. During functional testing, the console read: error 67. Fiber expired. Treatments used: 1 treatment left: 0. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Additionally, IFU states that the length in cm should be 250 cm plus or minus 25 cm. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. The initial reported allegation of fiber fracture was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue. The date of event (b3) was estimated.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber broke. It was noted that it burned inside of instrument but not inside the patient, and physician was not harmed. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.